Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -6.0 diopter was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault. The replacement lens resolved the problem. Cause reported as unknown. See MFR# 2023826-2023-00610 for exchange lens.

Manufacturer narrative:
Claim#: (B)(4).